Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 12:00 pm after the end user received a reading of 138 mg/dl from her prodigy diabetes meter accompanied with symptoms of low blood glucose. The end user was shaking and incoherent. The paramedics were called and performed a blood glucose test with their meter. The reading was 55 mg/dl and the end user received an IV fluid along with a liquid substance. The end user was transported to the ER and upon arrival her blood glucose was 107 mg/dl. She received a sandwich and vanilla (B)(6) and after several hours in the ER she was discharged and instructed to follow-up with her pcp. No additional information was provided in relations to this medical event.